Event description:
It was reported to philips that geometry movements were not functioning. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user restarted the device to continue the procedure. The philips remote service engineer (rse) checked the system remotely and found a geo ipc communication failed error in log file analysis. The philips field service engineer (fse) visited onsite and checked on the geo ipc and found it could not boot up. Fse reinstalled geo ipc software, but the issue persisted. The cause of the geo ipc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the geo ipc by fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.